Manufacturer narrative:
Other relevant history updated to include prostatectomy.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) removed due to fluid loss after 5 years of implant. All components were replaced. The patient status is okay.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) removed due to fluid loss after 5 years of implant. All components were replaced. The patient status is okay.